Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('first surgery to remove tubes and essure device'), device breakage ('essure broke on the right side'), adenomyosis ('adenomyosis/endometriosis of uterus'), endometriosis ('endometriosis outside of uterus, on abdominal wall') and small intestinal obstruction ('small intestine obstruction due to endometriosis near the intestines') in a female patient who had essure inserted. Medical conditions: no endometriosis was found outside her uterus on the first surgery on (B)(6) 2014. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced small intestinal obstruction (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). The patient was hospitalized for 6 days. The patient was treated with surgery (essure removal and removal of ovaries, cervix and uterus). Essure was removed. At the time of the report, the medical device removal, device breakage, adenomyosis, endometriosis and small intestinal obstruction outcome was unknown. The reporter considered adenomyosis, device breakage, endometriosis, medical device removal and small intestinal obstruction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('first surgery to remove tubes and essure device'), device breakage ('essure broke on the right side'), adenomyosis ('adenomyosis / endometriosis of uterus'), endometriosis ('endometriosis outside of uterus, on abdominal wall') and small intestinal obstruction ('small intestine obstruction due to endometriosis near the intestines') in a female patient who had essure inserted. Medical conditions: no endometriosis was found outside her uterus on the first surgery on (B)(6) 2014. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced small intestinal obstruction (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). The patient was hospitalized for 6 days. The patient was treated with surgery (essure removal and removal of ovaries, cervix and uterus). Essure was removed. At the time of the report, the medical device removal, device breakage, adenomyosis, endometriosis and small intestinal obstruction outcome was unknown. The reporter considered adenomyosis, device breakage, endometriosis, medical device removal and small intestinal obstruction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.